Event description:
Reporter alleged obtaining discrepant blood glucose results of 232 mg/dl back to back with a result of 110 mg/dl when testing was performed within one minute of each other on the aviva system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions were reportedly taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.